Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider stated that the cause of the burning sensation was not determined. It was stated that the patient also has sever obsessive compulsive disorder, which is a possible cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va0p7r6, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for dystonia movement disorders. It was reported that out of no where the patient felt a burning sensation over the lead location on their scalp. The incision was checked and there were no adverse events noticed, impedances were tested and found to be normal. The manufacturing representative advised the patient to keep a diary if it occurred again. No complications or further complications were reported.